Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: exact date not provided, best estimate date is between (B)(6) 2017-(B)(6) 2019. (B)(4). Device evaluation: the intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. The customer's reported complaint could not be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to the patient being unhappy with her vision. The lens was discarded. There was no incision enlargement, sutures, or vitrectomy required when removing the lens. The lens was successfully replaced with a another model with a higher diopter. No additional information was provided to johnson & johnson surgical vision. Patient had bilateral lens implants. This report captures the lens implanted in patients left eye.